Manufacturer narrative:
After further evaluation, the suspect medical device was changed from carbon dioxide reagent kit, list number 03l80-21 to carbon dioxide reagent kit, list number 03l80-22. MDR number 3002809144-2023-00158 has been submitted and all further information will be documented under that MDR number. H3 other text : after further evaluation, the suspect medical device was changed from carbon dioxide reagent kit, list number 03l80-21 to carbon dioxide reagent kit, list number 03l80-22. MDR number 3002809144-2023-00158 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated co2 results generated on the architect c4000 processing module for multiple samples. (Normal range: 22-29 meq/l). The customer reports the results of patients begin to increase in value during the day. Results near 35 or 36 meq/l, after calibrating generate normal results. No impact to patient management was reported.